Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the cashmere 14 cerecyte microcoil 4 mm x 6 cm (crc14040630 / g11782) failed to detach. A 4x6 cashmere cerecyte coil was deployed in an aneurysm and would not detach with the new blue box and ecb combination; or old box and handle combination. Coil was then withdrawn and bagged for return. No patient issues or injuries resulted from this event. 7 coils were ultimately deployed (micrus) in the aneurysm. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil¿s nondetachment was due to a fractured soldered joint in the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. It was marked unknown if there was a predeployment electrical test performed. For optimum product performance; the instructions for use (IFU) recommends; ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable; turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section; located near the end of this document; before proceeding.¿ the complaint was confirmed and related to the device. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time.

Event description:
The complaint received states that during use the cashmere 14 cerecyte microcoil 4 mm x 6 cm (crc14040630 / g11782) failed to detach. A 4x6 cashmere cerecyte coil was deployed in an aneurysm and would not detach with the new blue box and ecb combination; or old box and handle combination. Coil was then withdrawn and bagged for return. No patient issues or injuries resulted from this event. Seven coils were ultimately deployed (micrus) in the aneurysm.